Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failure had occurred. A field service engineer (fse) removed the middle panel from the tower and applied grease to all four latch connectors, as they were found to be ungreased. The system was then powered back on, and inventory counts were run multiple times while opening and closing the door. No issues or errors were observed, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.